Event description:
During a follow-up in-clinic, an increase in pacing impedance was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and no abnormalities were observed. Technical support was contacted and provided reprogramming changes. Reprogramming was performed to resolve event. The patient was stable.